Event description:
Rptr alleges one implant was ruptured and the pt had capsules. Rptr alleges pt had noted increased protrusion in the superior quadrant of left breast and in addition had an increased bakers grade iii capsular contracture on left as well as on the right. Surgical procedure report alleges removal of ruptured silcone material and capsulectomy in left breast and release of capsular contracture of right breast.